Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility by a bench repair technician (brt). At the conclusion of the testing, the brt could not reproduce the issue. Upon closer inspection of the device, the brt found that the user had turned off the alarms. The brt tested the bedside monitor, and no problems were observed in the device. Based on the information available the brt was unable to confirm the reported problem. No part was replaced. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device does not alarm. The device was in clinical use at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.